Event description:
Consumer stated: "part of the back of the brush head fell off after use. It was scary to think about my child accidentally swallowing part of the toothbrush! Definitely do not recommend." Reached out to the consumer but they no longer had the product.